Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, a blood leak occurred. The sheath was inserted into the heart and septal puncture was performed. The ablation catheter was inserted into the left atrium and a non-abbott catheter (japan lifeline's libero catheter) was inserted along the catheter when blood was noted to be leaking from the hemostatic valve. Due to the size of the sheath, the sheath was replaced with an agilis introducer and the procedure was completed with no adverse consequences to the patient. No air contamination to the patient has been confirmed.